Event description:
It was reported that the patient¿s pump was explanted on (B)(6) 2014 due to an infection. It was not known when the infection first occurred. A new pump was going to be implanted on the day of the report. The previous pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).